Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio delivery system. During implant, the device deformed with a cobra head. There were no interactions with cardiac structures and no angulation/kink was observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient. No replacement device was implanted. The patient was reported to have been discharged.